Manufacturer narrative:
A medtronic representative examined the system in situ, finding that the rotor was off the dingus by three teeth, resulting in the door rotor wedging into the top of the main rotor. Was able to free the rotor and re-align the dingus. Invalidated home and homed the system. The medtronic representative also had to adjust one of the door close switches. After these adjustments, the medtronic representative completed a successful system checkout. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative noted that, during a spinal fusion procedure, the imaging system reported the gantry door as open although it appeared to be closed. The medtronic representative could not get this message to clear via troubleshooting; he said the left side of the gantry didn't look flush. Surgeon chose to proceed using a different imaging system. Delay was approx 20 minutes. There was no impact on patient outcome.